Manufacturer narrative:
A device history record review was completed for provided material number 300294 and lot number 2311504. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture was provided for evaluation by our quality team. Through examination of the picture, leakage was observed through the plunger component. It has been determined that the leakage resulted from damage in the plunger component. Although an exact cause could not be specified, this type of damage may result during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
24-may-2024 (per bd rep): the customer faced the particular complaint with 6 units when they tried. All of the same batch.

Event description:
It was reported that bd discardit syringe s2 leaked past the plunger. The following information was provided by the initial reporter: leakage of medicine between the barrel and plunger.

Manufacturer narrative:
E1. Address character limit exceeded: (B)(6). E. Phone number unclear format as provided: (B)(6). E. Facility name character limit exceeded: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.